Event description:
It was reported by the patient that an alarm went off on the device. The patient was checked and understood that the battery was already depleted only after 20 months. The patient also understood that the left ventricular (lv) lead may have to be repositioned. Additional information was received from the physician that disclosed the device was explanted and was replaced for normal electivereplacement indicator (eri). The physician also confirmed the lv lead had rising thresholds. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 310c31 tissue valve 2008-(B)(6), 694765 implantable tachy lead 2008-(B)(6), 4269 competitor implantable pacing lead. D314trg implantable cardioverter defibrillator 2012-(B)(6), (B)(4).